Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709 lot# l82262 serial# implanted: (B)(6) 2000 explanted: product type catheter product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type catheter product ID 8709 lot# l82262 serial# implanted: (B)(6) 2000 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl [903 mcg/ml] at a dose of 481 mcg/day, bupivacaine [12 mg/ml] at a dose of 6.396 mg/day, and clonidine [500 mcg/ml] at a dose of 293.16 mcg/day via an implantable pump for spinal pain, non-malignant pain and failed back surgery syndrome. It was reported that the patient presented at the office with withdrawal symptoms on (B)(6) 2016 and had an x-ray to confirm catheter placement. The catheter was confirmed by the physician to be in the intrathecal space. The patient was administered a single bolus of 10% of daily dose over a 30 minute period but this did not help with symptoms. The patient was scheduled to have a dye study performed on (B)(6) 2016. It was noted as a factor that may have led or contributed to the issue that the patient had the pump refilled on (B)(6) 2016 by a home infusion service. It was reported in the last 48-72 hours the patient began to experience withdrawal symptoms. The office reported that the home infusion service emptied the pump reservoir on (B)(6) 2016 to confirm correct volume and the volume was accurate. The issue was not resolved at the time of the report. No surgical interventions occurred and no surgical intervention was planned. The patient status at the time of the report was ¿alive ¿ no injury.¿ additional information received from the manufacturer representative. It was reported that the patient had their catheter replaced on (B)(6) 2016 (another manufacturer reporter stated on (B)(6) 2017, that the catheter revision occurred on (B)(6) 2016. Per the source document it stated that the catheter was explanted completely and replaced. The patient ended up in the emergency room on (B)(6) 2017 with withdrawal symptoms. In the ER the patient was given two injections of dilaudid, which helped alleviate their symptoms. The patient was instructed to see their managing physician on (B)(6) 2017. The pump was interrogated on (B)(6) 2017 and no alarms had occurred. Per the physician's assistant (pa) the patient was experiencing withdrawal symptoms also on (B)(6) 2017. A dye study was scheduled for (B)(6) 2017. The hcp was unsuccessful at aspirating the catheter access port, thus the dye study was "inconclusive." The patient was being referred to another physician for a catheter revision on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, lot# n678821004, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type catheter (neu_unknown_catheter no longer applies). Conclusion code applies to 8780 catheter.

Event description:
Additional information was received from a manufacturing representative. It was clarified that catheter replacement occurred on (B)(6) 2016. The replacement catheter was 8780; lot# n678821004. The patient first started experiencing withdrawal symptoms [again] in (B)(6) 2017. The cause of the healthcare provider (hcp) being unable to aspirate was the newly implanted 8780 catheter being dislodged from the intrathecal space. Catheter replacement occurred on (B)(6) 2017. It was unknown if the withdrawal symptoms had been resolved.